Manufacturer narrative:
The customer called technical support to report that the device displayed a low internal battery error message even while the battery was plugged in. The biomedical engineer (bme) confirmed that there were no issues with the power cord. While troubleshooting the device, the bme verified that the alternating current (ac) voltage that went into the power supply was at 121 volts. Afterwards, the bme verified that there was no 24 dc volts coming out of the power supply toward the power management (pm) printed circuit board assembly (pcba). The remote service engineer (rse) provided the part number of the replacement power supply for repair. Per good faith effort (gfe) response, the bme stated that the customer ultimately decided not to go through with the repair. The v60 has been decommissioned and will not be repaired. No further information was provided. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed a low internal battery error message even while the battery was plugged in. It was reported that there was no patient involvement at the time the issue was discovered. The device was taken out of service. No patient or user harm was reported. The customer called technical support to report that the device displayed a low internal battery error message even while the battery was plugged in. The biomedical engineer (bme) confirmed that there were no issues with the power cord. While troubleshooting the device, the bme verified that the alternating current (ac) voltage that went into the power supply was at 121 volts. Afterwards, the bme verified that there was no 24 dc volts coming out of the power supply toward the power management (pm) printed circuit board assembly (pcba). The remote service engineer (rse) provided the part number of the replacement power supply for repair. The investigation is ongoing.